Event description:
On 12/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45-1 bio composite corkscrew anchor broke during insertion. The case was completed using another ar-1927bcf-45-1 bio composite corkscrew from the same lot number. This was discovered during an rcr procedure on (B)(6) 2023. All the broken fragments were removed, and the case was delayed ten minutes; however, no additional anesthesia was needed. Additional information received on 12/18/2023: the patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew had broken from the middle to the distal end of the tip. No problems were noted with the sutures and driver. Functional testing was not performed due to the damage to the device. Per dfu-0087-13 rev 0 -per dfu-0087-13 rev 0- section g- precautions: 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or, contact your arthrex representative for an onsite demonstration.3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.